Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found traces of burn marks in the pca. Due to alleged malfunction, the device will be forwarded to the manufacturer's product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.